Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial (B)(6): , batch: a000124237 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted. Investigation was unable to determine which lead was at fault.